Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis. The patient presented at the accident and emergency department on the evening of (B)(6) 2026 and was admitted in the early hours of (B)(6) 2026. The patient¿s blood glucose levels rose to 27 mmol/l (486 mg/dl) while wearing the pod. The patient reported that they had consumed alcohol on 08-may-2026 and attributes this as a possible cause of this event. Reported symptoms include nausea and vomiting. The patient was treated with manual insulin injections and 2 intravenous drips ¿ the patient was unable to recall the medications administered intravenously. The patient was discharged either on the evening of (B)(6) 2026 or the early hours of 11-may-2026 (the patient was unable to recall the exact date). The pod was discarded at the hospital.